Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
It is reported that the guidewire ripped through the silverhawk guidewire lumen. No patient injury is reported. Evaluation summary: the silverhawk device was received for evaluation with a guidewire. The cutter driver was not received and no cine images were provided for this investigation. The guidewire was buckled, twisted, and prolapsed proximal to the distal tip assembly guidewire lumen. The silverhawk's rx guidewire lumen exhibited a longitudinal tear. The guidewire's ptfe coating exhibited inconsistent coverage proximal to the distal edge of the noted damage. The distal tip assembly was fractured.